Event description:
The following was reported to hamilton medical ag: local staff were carrying out repair work on this c6. He noticed that the expiratory valve assembly, was not warming up at all while the c6 was in operation. He intends to repair this c6. Summary: expiratory valve heating element not working.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.